Event description:
The catheter came out of the pt because of detachment of the dome portion. It is unknown if the pt pulled it unconsciously. The incident occurred 100 days after placement. The dome was removed by forceps, the dome portion was not returned.